Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the communication error is traced to an expected or random component failure without any design or manufacturing issue due to an inadequate/broken seal within the device. A sample was not obtained of the foreign material (white residue). Therefore, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited an e216 scope communication error, and white residue in the air/water channel. There was no patient involvement.